Event description:
The company was informed that the pt developed an infection following implant surgery. The pt experienced drainage and puss from the implanted ear. The pt was treated with a course of oral antibiotics (type unk). The pt is reportedly doing well. Advanced bionics is in the process of gathering more information and will submit a supplemental report once more information is received.